Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results on the mobile system within 10 minutes: 31.7 mmol/l and 10.8 mmol/l. No adverse event reported. The suspect device was returned for evaluation.